Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for the suspected leaflet tear. It was reported that on (B)(6) 2018 two mitraclips were implanted in the patient with grade 4 degenerative mitral regurgitation (mr) reducing mr to grade 3. On (B)(6) 2018 the physician reported that he suspected the patient to have had a leaflet tear, which is the surmised reason that there was not a greater reduction in mr. There was no report of worsening mr symptoms and no report of a hospital re-admission. No further treatment has been scheduled. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.